Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device locked and lost its power. The device was used, but this was uncomfortable and difficult to the surgeon. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the blade stopped rotating, but did not stop cutting. During the procedure, the rotation of the blade was losing power until it completely stopped rotating, but the blade was still sharp.conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade was not seized and the device operated as intended during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.